Event description:
The surgeon was attempting to connect the cardioblate gemini to the passing tubing and the tip of the gemini broke off and the wand was no longer usable. A new gemini was opened and the procedure continued as planned.======================manufacturer response for ablation, cardiac, device, cardioblate gemini (per site reporter).======================manufacturer contacted local sales representative for product return evaluation.